Manufacturer narrative:
H6: the medical device code was updated, and code a0405 was omitted per the information in the complaint record.

Manufacturer narrative:
B1: added malfunction per information in the complaint record. D9: the device was returned for evaluation, added return date. H6: medical device code: omitted code a24 and added code a050401 for fluid leak per information in the complaint record. H6: added code c21 and d16. Additional information: the following information was obtained "yes the sheath and pump are available for return. Bleeding did not promote explant of pump". Device status: the impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
D.9 the device was returned and the date was added. H.6 codes were updated to reflect the device being returned. The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella device was placed for high-risk percutaneous coronary intervention. Once the intervention began, significant bleeding was observed around the impella sheath in the left femoral artery. Upon further assessment, the physician grasped the peel-away sheath, which caused the bleeding to worsen. The bleeding appeared to originate from the edges of the peel-away sheath. A decision was made to remove the companion sheath and then the peel-away sheath, followed by advancing a repositioning sheath to control the bleeding. After the repositioning sheath was advanced, there was no notable bleeding from the arteriotomy site, and no hematoma was observed. The percutaneous coronary intervention procedure was subsequently aborted. The patient received two units of red blood cells.

Manufacturer narrative:
The investigation for the reported issues has been completed. The cause of the fluid leak was not determined due to insufficient clinical details and fluid leak testing unable to be tested on the returned product due to it being returned post-tear. Additionally, no visual abnormalities were seen with the returned products.